Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the two-drawer mini cabinet was experiencing noisy and rough drawer movement. The rails were producing dragging metal noises, and the bearing cages were dry and dusty. Both drawers¿ internal rails had become loose inside the housing. The field service engineer disassembled the drawers, adjusted the components, cleaned the parts, and reapplied lubricant to the bearings. After reassembly, the drawers operated smoothly and quietly. A staff member performed a cycle count test with successful results, and the issue was reported to cubex support. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini drawer was not sensing closed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.